Event description:
It was reported that stent inadequate apposition occurred. The 2.3x28mm, stenosed target lesion was located in the tortuous and mildly calcified distal end of left circumflex artery. A 24 x 2.25mm promus premier drug-eluting stent was advanced for treatment. However, the stent did not appose the vessel after reaching the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.